Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal and mid left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device was stuck with the guidewire. The devices were removed together. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the telescope was kinked. Visual and microscopic inspection revealed the imaging window and drive cable were twisted, and the imaging window was entangled with the wire. The reported issue of guidewire stuck was confirmed.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal and mid left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device was stuck with the guidewire. The devices were removed together. There were no patient complications.